Event description:
It was reported that the patient had severely abnormal liver functions and severe jaundice. The physician thought that the problems the patient had were related to the patient's pump location underneath the liver. The physician stated that the "liver functions were 5-6 times normal" and that it "took about 3 months to bring these back." The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.